Manufacturer narrative:
There has been no response from the customer regarding the return of data logs for investigation after several attempts to gather the information. No further investigation is possible. The cause of this event is unknown.

Manufacturer narrative:
Siemens has requested the data logs for investigation. Siemens service went onsite and checked the system and alignment/movement of the r valve. Also the qc history and values were checked and all were found to be in the expected ranges. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 when compared to results on a non-siemens lab analyser. There was no report of injury due to this event.